Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received multiple shocks. They were transported to the hospital in an ambulance. It was unable to be determined why the device shocked. The device remains in use. No further patient complications have been reported as a result of this event.